Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient underwent posterior fixation on c2-c7 due to cervical spondylotic myelopathy. On an unknown date, post-op, the implanted rod got detached from the screw on one side of the tail. The rod did not break. Due to dislodging of the rod, a revision surgery was performed on (B)(6) 2018, in which the rod and the set screws on the detached side were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Some unspecified complications were reported during the initial surgery. No further information is available.